Event description:
Review of svc data detected a reportable event. During servicing, monitor sn (B)(4) failed the pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor failed a pulse test. Components u1004 and u1005 (low voltage octal buffers) had thin solder connections resulting in several pins coming loose. The root cause of the thin solder was unable to be positively identified but is likely due to improper assembly. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.